Manufacturer narrative:
On 13-feb-2025, bwi received additional information regarding the event. It was confirmed the device was fine during flushing pre-procedure, and that the irrigation issue was only noted after the device had been used inside the patient. The issue was discovered due to high temperature (43 celsius) though it was below the cut-off temperature. No error messages had occurred, only an alert regarding the increasing temp below cut-off. The medical team had increased their power from 30 w (watts) to 31w, but the flushing force had disconnected the irrigation tubing from the catheter. The catheter was removed from the patient and a flush was attempted--but there was no result. It was also previously reported that an unknown generator was a concomitant product. However, the concomitants will now be updated to smartablate pump and smartablate generator. On 26-feb-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation, irrigationte, temperature and impedance test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed that the pebax was damage. A hole in the surface was observed. A temperature and impedance test was performed and a temperature failure error was displayed on the ngen screen. Afterwards, an irrigation test was performed and it was found that the device was totally occluded by the shaft area. Further investigation revealed that the irrigation tube was occluded by reddish material presumably blood residues. A manufacturing record evaluation was performed for the finished device 31413184l number, and no internal actions related to the reported complaint condition were identified. Since an occlusion was detected, this failure could be related also to the high temperature issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the blood residues occluding the irrigation tube and pebax damage could be related to the usage and manipulation of the device during the procedure; however, this can not be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the catheter had a blocked flow. Pressure pushed during application, so the medical team unclipped the drain and the generator showed a temperature increase. The physician replaced the catheter with a like device. The procedure was successfully completed. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).